Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as alleging the insulin pump was over delivery as well as multiple insulin pump error alarm. Customer¿s blood glucose level was 70 mg/dl and 50 mg/dl. Customer¿s blood glucose was 62 mg/dl at the time of incident and current blood glucose level was 85 mg/dl and 92 mg/dl. Customer¿s other blood glucose level was 253 mg/dl and 198 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that they performed a self test and the test did not pass. Customer got another insulin pump error occurred. Customer also reported that the insulin pump had received insulin flow blocked alarm as well as battery failed alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer stated that they got the alarm twice. Customer reports event was resolved by changing complete set. Customer was not using auto mode. Troubleshooting was performed for low blood glucose level, over delivery and insulin pump error alarm. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.(B)(4).